Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dizziness. There was no report of serious or permanent patient harm or injury. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dizzy, burning/ smoke/ electrical odor, device has service required message related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Section b5 was incorrect in initial report, it should be reported as: the manufacturer received information alleging dizzy, burning/ smoke/ electrical odor, device has service required message related to a CPAP device's sound abatement foam. The device was returned to a third party for further evaluation the device was evaluated. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation, no visible foam particles in the assembly but there was tobacco contamination in the device. The unit was scrapped. Section h6 updated in this report.